Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 520 mg/dl and went to the ER; cause was due to bad insulin. Customer received an IV to address bg level. Customer's bg level ranged between 110-115 mg/dl and was stable upon level the ER.